Event description:
High volume failure of anesthetic vaporizers within a short period of time - 17 devices between (B)(6) 2013. All resulted in a failed low pressure leak test on the device. Tec 6 plus - serial #'s: (B)(4).